Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that thrombus was observed on a valve model 7300tfx 25mm after an implant duration of 8 months. As reported, the thrombus sized 1.5cm x 0.7cm. And was attached to the tip of valve leaflet. The issue was discovered as the patient experienced the first symptom of weight gain without any increase in her appetite. A 2d echo was conducted and the thrombus was found attached. Patient was admitted into the hospital for monitoring. A surgery was planned but the patient refused due to the high risks involved. Of note, the patient was reported to have good control of inr at the time of the event. The patient was on anticoagulation therapy prior to thrombosis diagnosis. The standard anticoagulant therapy lasted three months after surgery. It was not clear if it has been extended by the cardiologist. The patient also presented with vegetation from a fungal yeast infection. Gram positive cocci was found. The patient was at hospital in stable condition.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
(B)(4). Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. It has been determined that the root cause of this event was most likely due to patient related factors.

Event description:
Additional information was received on this edwards valve. It was reported initially reported the patient had thrombus. However, it was learned that the patient had an infection due to yeast and bacteria causing endocarditis with vegetation related to a dental abscess. The patient passed away due to cerebral hemorrhage while waiting for surgery.